Manufacturer narrative:
Medical product : cls spotorno, stem, 145, uncemented, 8.0, taper 12/14; catalog no#:290009080 ; lot#:2628062. Allofit it alloclassic, shell for acetabulum, uncemented, 50/hh; catalog no#:00875505000 ; lot#:2648207. Therapy date : (B)(6) 2013. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent closed reduction for second dislocation.

Event description:
Investigation results are now available.

Manufacturer narrative:
DHR-review: ref:(B)(4). Lot:2650053 - yield:200 - delivered:200 - delivery date: may 29, 2012 no ncr was found raw material certificate reviewed on: 19.12.2018 the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ref:(B)(4). Lot: 2628062 - yield:50 - delivered:49 - scrapped:01 - reason for scrapping: unknown reason - delivery date: (B)(4). 2011 following ncr were found: -1 parts scrapped due to unknown reason(ncr (B)(4). The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ref:(B)(4). Lot: 2648207 - yield:50 - delivered:50 - delivery date: (B)(6). 2012 no ncr was found the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: dislocation event description: it was reported that the study patient, 56 years old male with bmi=28.1 had a left hip luxation for the second time on (B)(6) 2013 after 7 months post-op and underwent closed reduction on the same day. Review of received data: - adverse event form regarding the hip luxation dated (B)(6) 2012 which was treated by closed reduction is reviewed. Radiographic evaluation form dated (B)(6) 2012 indicates the inclination angle of the acetabular cup as 35° and states no abnormalities related to the cup and stem positioning. Adverse event form regarding the second hip luxation dated (B)(6) 2013 which was treated by closed reduction is reviewed. - implantation report dated (B)(6) 2012: surgery/indication: implantation of a cementless hip replacement left due to osteoarthritis. Access over trochanter major with detachment of the external rotators. Correct position and negative dislocation tests after trial reduction, approximately the same leg length. - x-rays dated (B)(6) 2012 pelvis overview, left hip lauenstein-view: x-ray on standing, minimal leg shortening left. Correct position of the stem and cup after implantation of a cementless hip prosthesis left. Cup inclination angle about 36°. No other abnormalities in the area of the prosthesis, not even in the lauenstein-projection. - x-rays dated (B)(6) 2012 left hip ap-view: dislocation of the femoral head (green marked), no evidence of cup or stem loosening. Left hip ap-view after reposition: correct repositioning result, no indication of damage to the implant components shown. - patient treatment report lvr-hospital viersen dated (B)(6) 2012: hospital stay (B)(6) 2012 history: after surgery dated (B)(6) 2012 , patient fell with subsequent pain in the area of the left hip. On (B)(6) 2012 closed reposition after dislocation of the left hip, radiologically confirmed. - x-rays dated (B)(6) 2012 pelvis overview: compared to the previous x-ray dated on (B)(6) 2012 almost unchanged situation, the cup inclination angle can be measured with 37°. Left hip lauenstein-view: compared to the previous x-ray dated on(B)(6) 2012 no change of findings. - x-rays dated (B)(6) 2013 pelvis overview: compared to the previous two x-rays dated on (B)(6) 2012 and (B)(6) 2012 no significant change in findings, the cup inclination angle can be measured with about 37°. Left hip lauenstein-view: compared to the previous two x-rays dated on (B)(6) 2012 no significant change in findings. - patient treatment report lvr-hospital viersen dated(B)(6) 2013: hospital stay (B)(6) 2013 history: another dislocation while twisting, confirmed clinically and radiologically. Reposition and uncomplicated remobilization. Another dislocation in the short term confirms the indication for a revision. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as the product remains implanted. 4. Review of product documentation - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. - the applicable surgical technique indicates on page 3 under section "preoperative planning" that the inclination of the shell should form an angle of 40°¿ 45° to the pelvic horizontal line. Root cause analysis: root cause determination using rmw: - postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem, osteolysis due to pe, ceramic or metal particle release from articulation (head and inlay) or taper (head and stem) connection due to wear. => not possible -> no such issue was reported. - failure of connection between stem and ball head, dislocation, subluxation, dissociation, abrasive wear, limited rom, impingement due to inadequate head and/or adapter design leads to impingement (component to bone) with stem. => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to impingement (component to bone, component to component, component to soft tissue) due to malposition of components (stem, head, cup). => possible, 35° inclination angle is slightly lower than the suggested range (40-45°), which could have had a contribution to dislocation - dislocation, subluxation, leg length discrepancy, aseptic loosening of components due to selection of wrong components (e.g. Wrong size of head diameter and/or offset) => not possible -> correct components were selected. - failure of connection between stem and ball head, implant breakage, corrosion, metalosis, dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper). => possible, cant be confirmed, therefore cannot be excluded. - failure of connection between stem and ball head, abrasive wear, fretting corrosion, dislocation, dissociation, implant fracture, soft tissue impingement due to inappropriate assembling of head with stem (e.g. Insufficient impaction force and/ or off axis impaction, torque on head). => possible, cant be confirmed, therefore cannot be excluded. - dislocation, subluxation, abrasive wear, leg length discrepancy, impingement, limited range of motion due to soft tissue laxity. => possible, it is not reported, however cannot be excluded. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products. => not possible -> product combination was allowed. - dislocation, subluxation, aseptic loosening due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant. => not possible -> IFU d011500245 (chapters: "indications" and "warnings") provides the necessary and appropriate information. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head due to laser marking not readable in normal lighting conditions leads to use of wrong head. => not possible -> DHR of the product shows released components met all requirements to perform as intended. - implant breakage, dislocation due to inappropriate advice by surgeon to inform patient on postoperative activities and limits. => possible, cant be confirmed, therefore cannot be excluded. Conclusion summary: patient experienced second dislocation after 7 months post-op. The x-ray received confirms the reported event. Due to a twisting-trauma a re-dislocation occurs on (B)(6) 2013, confirmed clinically and radiologically, subsequent reposition and uncomplicated remobilization took place. In the corresponding patient treatment report of (B)(6) 2013, the indication of a revision surgery is mentioned here due to the re-dislocation after a short time. Raw material certificate confirms that the device was manufactured according to the material specifications. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Intraoperatively, no dislocation tendency was established during the primary surgery when tested appropriately. Clinical data for the period between the primary implantation and the first dislocation event were not available. In about 36% of cases, the lateral transgluteal approach with consequent weakening of abductor function is considered to be a cause of hip dislocation. However, to what extent this risk has played a role cannot be reliably assessed based on the available medical reports. The first traumatic hip dislocation on (B)(6) 2012 has predominantly probably led to the damage of stabilizing soft tissue on the left hip joint. Hence, the resulting insufficient tissue tension might have increased the risk of a re-dislocation. However, based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).